Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller internal fault alarm was confirmed via the log file review. The log file spanned approximately 1 day ((B)(6) 2020 and (B)(6) 2020 per the timestamp). Controller internal fault alarm activated on (B)(6) 2020 at 20:43, due to power a and b fuse open. The alarm did not clear even after the controller was powered off on (B)(6) 2020 at 21:40. When the controller was briefly powered without connecting to the driveline, controller internal fault alarm (internal error code f2) activated again on (B)(6) 2020 at 03:27, due to power a fuse open. The alarm did not resolve, until the controller was disconnected from power on (B)(6) 2020 at 03:29. The alarm activated, due to pump current and voltage falling below the threshold. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Per provided information, there was no device issue related to patient¿s death. And no products will be returned for evaluation. A root cause of the reported event was not returned for analysis. Device history records were reviewed, and showed no deviations from manufacturing or qa specifications. (B)(6)was shipped to the customer on (B)(6) 2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (arabic) :section 7: ¿alarms and troubleshooting¿. And heartmate iii patient handbook (arabic): section 5: ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms, including controller internal fault. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Death was reported against the patient's pump in MFR. Report # 2916596-2020-06582. The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient expired on (B)(6) 2020. The account tried cardiac resuscitation. The account sent log files for review after disconnecting from the pump. Initial analysis noted a low flow alarm on (B)(6) 2020 at 15:33 and a driveline disconnect alarm at 20:43. The hospital suspected deliberate driveline disconnected. A review of the log file noted multiple strings of low flow events on (B)(6) 2020 from 5:08:05 pm to 08:43:06 pm where the low flow estimator dropped below 2.5 liters per minute (lpm). On (B)(6) 2020 at approximately 8:43:04 pm, the controller recorded a controller internal fault alarm associated with a power b broken alarm. At 8:43:05 pm, the controller recorded comm a and comm b fault alarms followed by internal fault, low flow, and pump off alarms. On (B)(6) 2020 at 8:43:07 pm, the controller recorded driveline disconnects and pump off alarms where the driveline was disconnected from the controller as mentioned. The controller was disconnected from external power and powered off/placed in shutdown-sleep mode on (B)(6) 2020 at 9:40:19 pm. The controller was briefly powered on (B)(6) 2020 from 3:25:09 am to 3:29:27 am. Due to patient privacy, the account did not provide patient outcome. Based on a review of the available patient's records and a request for patient outcome, there were no device issues at the time the patient was lost to follow-up. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.